Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent. (B)(4).

Event description:
A report was received from the USA, stating that the device had a broken/bent neuro tip. It is unknown if the device was used during surgery. However, it is unknown if there was user death or injury. There also was no report of patient injury or medical intervention. No additional information available.